Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker was urgently transported to the hospital due to heart failure. This device was interrogated and it was discovered this pacemaker had reverted to safety mode. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. This device has not been returned at this time. No additional adverse patient effects were reported.